Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with stripped battery cap(p)coin slot, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer states that pump is just about out of battery and that they cannot for the life of them get the battery cap off. Customer states the current issue is with last blood glucose reading off of sensor as 198 mg/dl. Customer did comment on low blood glucose issues of 31 mg/dl and 52 mg/dl. Customer declined pump testing and troubleshooting. Adv to discontinue use of the pump if the battery is low. Advised customer to monitor the pump closely if they continue use of the pump. Also explained the pump needs to be replaced. Advised customer to discontinue insulin pump and revert to backup plan.